Event description:
During a scoliosis procedure on a teenage patient, the neurophysiologist (B)(6) monitoring the electromyography (emg) screen noticed a constant static interference along the left quadriceps where the grounding pad was located. When the grounding pad was disconnected from the aex generator, the emg static from the left quadriceps returned to normal. The emg screen was a cadwell elite neuromonitoring system. The emg and aex were roughly 8 feet apart. The equipment was plugged into separate power sources/circuits. It is unknown if the cords were crossed. There were no patient symptoms or complications associated with this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).